Event description:
It was reported fluoroscopy revealed externalized conductors. The lead was capped and replaced. The patient condition is fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.